Manufacturer narrative:
Block b3: date of event: date of event was approximated to october 01, 2025, as no event date was reported. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2301 captures the reportable event of additional device required to address stent migration.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system was implanted during a procedure performed on an unknown date. Post-procedure during an emergent follow-up, it was noticed that the advanix stent migrated distally and caused a perforation on the opposing duodenal wall. Reportedly, the stent was removed. The patient condition after removal was not reported.